Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds and an out of range impedance measurement. The lead was explanted and a new lead successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
To date, this lead has not been returned. This report will be reopened if further information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in two segments severed 10.8 cm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity . Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.